Manufacturer narrative:
(B)(4). The sample is not available for evaluation. Therefore the reported condition could not be confirmed or duplicated and an assignable cause cannot be determined. Batch review was performed and no deviations were found.

Event description:
Customer reported leaking at the y-site. The customer is attaching an ICU medical clave connector buff cap (needle free connector), product code unknown to the y-site. A small amount of blood was lost as a result, however no patient injury or medical intervention occurred. This incident occurred in an unknown unit, during patient use. It is currently unknown if there is a compatibility issue with this device and the baxter set. All connections appeared to be secure. No additional information is available.

Manufacturer narrative:
The sample is available for evaluation but has not been received. A follow up medwatch will be submitted when the sample is received and evaluated. (B)(4).